Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information: is the white tissue pad completely missing from the clamp arm? Did the patient experience any adverse consequences due to this issue? What is meant by procedure "conversion to laparoscopic gastric bypass?' To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a conversion to laparoscopic gastric bypass procedure, it was detected that when the device was inserted into the cavity and the dissection was started, it was observed that the device did not perform the dissection as usual. They continued to dissect tissue and when removing the adhesion, it was observed that the ceramic pad had detached. The device had only been running for about 5 minutes or less, so it was removed from the cavity, removed from the sterile field, and the device was protected. The surgeon requested a change of device, which took a few minutes (approximately 5) to get to the room. The replacement hd they sent worked without eventualities and the procedure concluded without apparent complications. Patient consequence was not reported at this time.

Manufacturer narrative:
(B)(4). Date sent: 6/22/2018. Batch # p94a9e. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, what was found when device was disassembled and inspected was that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.